Manufacturer narrative:
To date, the device has not been received for evaluation. Additional information has been requested of the physician. An investigation has been initiated based on the reported information.

Event description:
The physician reported the following incident: the physician attempted to insert a size 14 spin screw. The snap off portion broke off prematurely. The physician continued to put the screw farther in at which point the head of the screw broke off where the lag meets the threads. Once the head broke off, the physician had difficulty removing the remaining portion of the screw. As a result, the physician was forced to stabilize the area with two screws instead of one.